Manufacturer narrative:
The investigation was based on the reported event and enhanced information provided from dräger technical service onsite. A log file of the affected device was not available for analysis at the manufacturer site. The description of event corresponds with a faulty internal battery. In case of mains power loss the device will be supplied from the internal battery in order to continue operation. The specified back-up time with a new and fully charged internal battery at typical ventilation (without (B)(4) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery discharged¿ are posted with progressive battery operating time. In case of sudden and complete internal battery power loss, the alarm messages ¿battery low¿ and ¿battery discharged¿ may not be posted and the acoustical power failure alarm will sound according to iec (B)(4). This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss during ventilation due to a depleted nimh battery, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The device reacted as specified to a detected deviation and posted an alarm message to inform the user about a problem via ventilating a spontaneous breathing patient with a high flow nasal cannula. No stop of ventilation was reported. No further information was provided even when requested by the manufacturer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Dräger was notified of the internal battery failure alarm during use through a user medwatch. There was no patient injury reported. According to the information provided the unit did alarm to notify the user. The unit was switched out with no impact to the patient. Additional information regarding the assessment of the unit and its status were requested, however the clinical engineer does not have any records of an issue involving this unit on or around the reported time frame.

Manufacturer narrative:
The initial MDR, dated on 20-dec-2021, was sent in response to the users facility report, no: 3902560000-2021-8083. However, this report did not contain the manufacturer's statement that the case had been decided not to be reportable. This decision was made upon the following reasons: the device alarmed for an internal deviation as specified and the ventilation was not impaired. There were no patient health consequences reported. The case was not considered reportable according to 21cfr part 803 as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur. As the result of a complaint review, it was found that a MDR regarding the current event is not necessary as the case was initially and after the complaint review assessed as not reportable.

Event description:
See initial MDR.